Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she's receiving lost sensor alerts. Her blood glucose at the time of incident is unknown, but earlier it was at 40 mg/dl. Customer stated that she took insulin in the morning but didn't eat breakfast right away. She treated the low blood glucose with juice, and declined troubleshooting for her low level. Troubleshooting for her transmitter was initiated but not completed. No products were returned and a replacement sensor was shipped to the customer.